Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. The cause of the damaged battery was due to user error. The main battery and battery harness were replaced to fix the reported condition.

Manufacturer narrative:
(B)(4).the device was evaluated on-site at the customer facility. Baxter?s investigation is still in process. Similar reports have been received for the reported problem. A follow-up report will be submitted when additional information becomes available.